Event description:
A distributor reported that after two months of a posterior lumbar fusion, because of a degenerative spine, the pt went for follow-up. The distributor reported that in x ray images, the surgeon sees bilateral loosen blockers and displaced rods. The distributor reported that during the revision surgery, two upper screws were loosened as well. The distributor reported that the surgeon only changed the blockers and fastened it.

Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental.